Event description:
It was reported that evaluation prior to a device replacement procedure noted that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited fluctuating shock impedance measurements from 100 ohms to greater than 125 ohms. Pacing impedance measurements were also noted to fluctuate from the 650-775 ohms range to around the 500-600 ohms range. Surgical intervention was then undertaken to explant and replace the ICD. Prior to explant of the ICD, a commanded shock was delivered. Shock impedance measurements were noted to be stable and within normal limits at 67 ohms. The ICD was explanted and replaced and this rv lead remains implanted and in service with the replacement device. No additional adverse patient effects were reported.